Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted radical extraperitoneal prostatectomy (without lymphadenectomy) surgical procedure, the maryland bipolar forceps instrument appeared to arc during use. The customer additionally noted scorching or melted plastic adjacent to the instrument jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was being utilized for cauterizing and the instrument tips were in contact with tissue when the arcing event occurred. The arcing appeared to originate from the plastic at the base of the instrument jaws and grounded to the adjacent instrument. The instrument tips did not collide with any other instrument or tool during the procedure. There was no injury or adverse effect to the patient as a result of the issue. The instrument was noted to have been immediately isolated and replaced following the event. Photographic images of the device or a video recording of the procedure was not available for further review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and upon visual inspection, revealed localized charring and melting on one side of the yaw pulley, concentrated at the base of the yaw pulley near the grip interface. The instrument's grips were manually manipulated, and the instrument passed the electrical continuity test on three (3) out of three (3) attempts. The instrument was placed and driven on an in-house system. The instrument delivered energy with no signs of arcing two (2) out of two (2) attempts. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of the bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument.